Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified bd sars-cov-2 the following information was provided by the initial reporter: "customer wants insight on- sample b5, the amplification curve looks very weird, does not resemble the amplification curve of the positive control- instrument called that a positive. Customer wants to troubleshoot this, if b5 is a true positive? ".

Manufacturer narrative:
H.6. Investigation: a "unusual plot/ curves" comlaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6) . Customer reported that on a bd-sars-cov-2 run, they received an abnormal curve that does not resembled the positive control curve. Field service was not dispatched. Application specialist recommended the customer resampled from the same sbt to confirmed a positive. The reason for the curve can be caused by interference within the sample. No parts were returned to bd for investigation. Complaint is unconfirmed as an instrument issue as the issue is related to workflow or samples. Root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified bd sars-cov-2. The following information was provided by the initial reporter: "customer wants insight on- sample b5, the amplification curve looks very weird, does not resemble the amplification curve of the positive control- instrument called that a positive. Customer wants to troubleshoot this, if b5 is a true positive? "